Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
One of the connector blocks within the header was found to be loose when pressure was applied with a screwdriver. The device was not implanted. The preliminary analysis revealed that there were no inconsistency during the manufacturing process which might be related to the reported observation.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
One of the connector blocks within the header was found to be loose when pressure was applied with a screwdriver. The device was not implanted. The preliminary analysis revealed that there were no inconsistency during the manufacturing process which might be related to the reported observation.